Manufacturer narrative:
Field service engineer investigated the table movement and fluoro issue described by the customer. The 'no fluoro' issue could not be duplicated. The user has the option on the footswitch to change the movement mode from table top to image/tube arm. The fse found the customer had inadvertently changed to the mode on the footswitch which resulted in the table top not moving. The fse described the cause and the use of the mode switch to the operators. System was returned to full service by the customer.

Event description:
In 2009: customer reports male patient, undergoing retrograde cystogram when equipment failed. The table would not move up or down or fluoro. The system was rebooted and fluoro was available. The customer reports there was no adverse effect on the patient.